Event description:
The customer stated that the insulin pump alarmed low reservoir when the reservoir was not low. Troubleshooting was performed, and the insulin pump failed the displacement test. The customer's blood glucose reading at the time of the phone call was 463 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.